Manufacturer narrative:
It was reported that a revision is planned for a patient with a post-operative dislocation. It is unknown at this time what the cause for the dislocation was. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that a revision is planned for a patient with a post-operative dislocation. It is unknown at this time what the cause for the dislocation was.